Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient completed their last round of radiation treatment, the device was found to be in backup vvi mode. A firmware download was performed successfully to restore the device. The patient will continue to be monitored.